Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-00826. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 8 months. Manufacturer's investigation conclusion: the reported low speed, low flow, and driveline fault alarms, as well as pump stop events, were confirmed via the submitted log files. The submitted log files contained data spanning from (B)(6) 2017 at 6:55 to (B)(6) 2018 at 11:42. Low flow alarms were captured on (B)(6) when the estimated flow was calculated to be below 2.5lpm. A specific cause for the change in pump parameters could not be conclusively determined. Throughout the log files, numerous driveline fault alarms and low speed/flow alarms, some of which were associated with pump stop events while the system was operating both the power module and batteries, were recorded. Some driveline disconnect alarms were also noted while low speed/flow alarms were active. Based on our complaint history and similarly reported events, the data captured in the log files could be indicative of a potentially compromised driveline; however, a specific cause for the low speed, low flow, and driveline fault alarms, as well as pump stop events, cannot be conclusively determined. The hm ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and the patient handbook contain information regarding all visual/audio alarms and what action(s) should be performed when they occur. They also provide information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Disconnecting the driveline from the system controller will result in a loss of pump function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that driveline fault (yellow wrench) alarms were observed. Technical service reviewed the log file submitted which contained a driveline fault event on (B)(6) 2018 that appeared to be caused by a percutaneous lead (driveline) issue. On (B)(6) 2018, it was reported that system controller was exchanged. Technical service reviewed the log file submitted which showed the same percutaneous lead (driveline) phase having some degrading as did the prior system controller. X-rays were submitted for review which showed an area of concern. On (B)(4) 2018, technical service reviewed additional log file submitted which confirmed driveline fault alarms continued throughout the file. Although there were no pump stoppages occurring, driveline data showed the same percutaneous lead (driveline) phase as having further wire fatigue. There were no other unusual events noted within the event history and the pump continues to maintain within set pump parameters as expected. On (B)(6) 2018, it was reported that the patient was placed under hospice care. The patient was having continued worsening of shortness of breath (sob) and received medications through hospice. No additional information was provided. On 07mar2018, additional log file analysis completed by the manufacturer¿s technical services representative revealed 7 pump stops related to a potential short to shield events on 07mar2018 between 11:35:49 and 11:36:32 on 21mar2018, it was reported that the patient was using an ungrounded power module patient cable. Additional log file analysis completed by the manufacturer¿s technical services representative revealed driveline faults, a low speed operation and some pump stoppages. It was reported that the patient declined any intervention. No additional information was provided.

Event description:
It was reported that the patient was found unconscious at home with pump off alarms, low flow and no green pump running arrows. The patient had a history of driveline fault and short to shield. The patient was not a device exchange candidate and refused external percutaneous lead replacement. The patient was pronounced dead by emts.